Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was able to power up with the test battery cap. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The initial complaint about a ¿power¿ issue was not duplicated during investigation but the damage allegation was confirmed. The pump cover was removed and there was no further moisture ingress or any intermittent condition found to the power printed circuit board. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.